Event description:
It was reported that the pt developed an infection of the venous leg ulcer. Wound was cleaned prior to application of dressing with normal saline solution. A compression bandage was used to keep the dressing in place. It is not known how long the dressing remained in place. The infection was cleaned with normal saline solution and application of antibiotic. The infection has resolved.